Event description:
It was reported via repair work order that the fowler CPR not being functional/fowler not lowering due to damaged actuator weldment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.